Event description:
The manufacturer received information alleging a low oxygen flow alarm condition occurred. There was no harm or injury reported. The device was evaluated by a third party field service engineer and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. During the evaluation, the flow sensor assembly was observed to be split. It was replaced to address the issue.